Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ultramini meter is giving an error 2 message. This complaint is classified according to the documentation of the customer care advocate. On (B)(6) 2014 at 2 pm, the patient began getting the error 2 issue. Within 15 minutes of the onset of the error 2 issue, the patient reportedly developed symptom of sweating and was able manage his diabetes with food/drink. During troubleshooting, the patient confirmed her testing process was per the owner¿s manual. There was no product misuse. The error 2 issue was not resolved with training. The lfs products were replaced and requested back for investigation. This complaint is being reported because the patient had symptom suggestive of hypoglycemia after the error 2 issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (02/21/2014)-device evaluation: the meter involved with this complaint has been returned on (B)(4) 2014 and evaluated by product analysis (pa) on (B)(4) 2014 with the following findings: the meter¿s spc pin 2 was found to be high and the spc pins were also dirty. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.